Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery the patient experienced circular rings described as diamond necklaces around lights. Symptoms have been continually documented and monitored and it was expected that symptoms would improve as the subject adjusted to the lenses. Subject is still experiencing visual disturbances that he was unhappy with and was brought in for an unscheduled visit to address them. He has been offered an explant multiple times and has continually refused. Patient also had the limbal relaxing incisions.